Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited high capture threshold and low impedance. The lead was repositioned on (B)(6) 2025. The patient was stable throughout the procedure.